Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the rubber part at the tip of the sureform 45 curved-tip stapler instrument cracked open during use. The procedure was completed with no indication of patient injury. Isi followed up with the customer and gathered the following information: a piece of the stapler at the tip cracked during use. No fragment fell inside of the patient. There was no patient injury. The issue was resolved by using a new stapler. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and found to have the snake wrist cover torn. The tear measured roughly 0.420". A visual inspection displayed no signs of missing fragments. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.